Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th october 2024, it was reported by a sales representative via email that an ar-8991-1 dx fibertak suture anchor, #2 mts w/ ndl was reported to have been pulled out with minimal force on tensioning, despite the implants being inserted correctly. This was detected during arthrobrostrum procedure on (B)(6) 2024. Procedure was successfully completed with no patient harm by using additional implants.